Event description:
A report was received via social media that the patient developed an infection in an unknown location. It was also reported that the device came out right through. The patient underwent an explant procedure. No further information could be obtained.